Event description:
Per provider, the dealer states user has a lot of tone and rocks a lot and the seat frames broke at the weld in the back on the bottom where the crossbrace attach on both sides. There was no further information provided.